Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the survey, 5 patients experienced pain which was minimal and transient.